Event description:
Caller reported a cartridge alarm issue with the pump, which did not adversely impact the customer¿s blood glucose level. Cts confirmed that the problem was not related to the load process and replaced the pump as a resolution. Customer was advised on how to place the pump into storage mode, which they understood, and instructed to return the malfunctioning pump using a pre-paid shipping label.